Event description:
The following report was received from the foreign registry; approximately two months post index procedure, the patient expired. The cause of death remains unknown. The event was reported as possibly related to the index procedure and index device.

Manufacturer narrative:
This patient was randomized to the foreign registry on may 27, 2006. The indication for the index procedure is unknown. The target lesion is described as being denovo, with moderate calcification and <10mm in length. Predilatation was conducted with an unknown balloon followed by deployment of one cypher sirolimus-eluting coronary stent in the proximal rca. Please note: the device involved in this case with an unknown catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. A code for thrombosis event has been added to this report in accordance with the academic research consortium (arc) guidelines for thrombotic events. Any additional information will be submitted within 30 days of receipt.